Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. Phone, address: unknown, information not provided. (B)(4). Device evaluation: product evaluation was not performed because the product is not being returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient eye due to refractive surprise and iol power. Additional information states there was no incision enlargement, suture or vitrectomy performed. The replacement lens is a tecnis model 14.0 diopter. Patient is doing fine post-op. The explanted lens is not available for return. Visual acuity pre-op (pre-initial implant): 20/100, visual acuity post-op (post-initial implant) 20/100, visual acuity post-op (post-replacement): 20/25+. No further information provided.